Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) evaluated the iabp and was unable to duplicate the reported issue. The stm ran all tests without failure of the unit, then performed full calibration and functional checks per factory calibration procedures. All tests were passed per factory specifications, and the unit was returned to the customer and cleared for clinical use.

Event description:
Getinge received an email from the customer stating the following: I would like to report an incident regarding a cardiosave intra-aortic balloon pump (iabp) failure. Our loaner unit shut itself down (while it was plugged in to power outlet) during its use. Incident took place in our cvl room 307 on (B)(6) 2019 while the patient was being operated on. There was also a cardiac arrest that took place around the same time that may or may not be caused by this incident. I do not have all the details so I will inform you as more details get shared with my department. Staff immediately tried restarting the pump but only realized wasn¿t able to do so. Unit was quickly swapped out with another pump and they continued the case. Upon my further investigation, pump in question did not power up even when it was plugged in to power outlet. Two batteries were also depleted. We currently have this pump pulled off from the service and confiscated in our biomed shop.